Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and moderately calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured at 20 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.